Event description:
Customer notified hologic of a slide with abnormal cells that were not located in the 22 fields of view (fov). Although the customer reported the event to hologic on (B)(6) 2015, the slide was from (B)(6) 2015. The customer discovered the slide during qc. This is a potential delay in diagnosis. Hologic's cytology application specialist (cas) reviewed the slide with a mix of other slides. The cas agreed that there were no abnormal cells in the 22 fov to prompt an autoscan (full review) of the slide. Customer does not want to submit the slide to hologic for further review.